Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 51 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through 42 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing and decreased lead impedance. The abrasion was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing and decrease in lead impedance (<200 ohm) were observed on this lead. The whole system was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be update.